Manufacturer narrative:
The reported event of the atrial setscrew came out of the device attached to wrench was confirmed. Analysis revealed the user of the torque wrench was making incorrect wrench insertions. The user forced the wrench down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This stuck the wrench in the setscrew. When the user removed the wrench out of the device, the setscrew stuck to it was removed out of the device with it. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure. The reported event of noise from the device could not be confirmed. Electrical testing was performed on the device with special noise/crosstalk tests. No noise or crosstalk was found produced by the device. The device was found electrically normal. The noise was most likely related to the user¿s incorrect use of the torque wrench in tightening the setscrew onto the lead as previously found.

Event description:
During post-op check following the initial implant procedure, noise was observed on the device. A revision procedure was performed where the set screw was noted to be loose and came out on its own. The device was explanted and replaced to resolve the event. The patient was in stable condition.